Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Eval summary: emergency room records noted that the pt dislocated while tossing something and losing balance. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to is unk. W/o more info, a definitive root cause for the event described cannot be stated. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.